Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reviewed logs provided insufficient information and determined that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9736113, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while troubleshooting the navigation system, the system reverted to a blank screen when logging out of the stealth application. The power button was pressed and the login screen re-appeared. The navigation system was rebooted as well. There was no patient present when this issue was identified.